Manufacturer narrative:
The user received sensor suspend alert on 22nd of march 2024, day 05 post insertion. Investigation on the returned sensor revealed that the sensor experienced a led short, which triggered the sensor suspend alert. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 18 june 2024 d4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes, 05/08/2024. G3.date received by the manufacturer? 17 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 25, 2024, senseonics was made aware of an incident where the user received multiple sensor suspend alerts which led to early sensor removal.